Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a trial patient who was using an external neurostimulator (ens) for urge incontinence. It was reported that the patient was having problems emptying their bladder since starting the evaluation. The patient stated the belt was loose, which had been rubbing against their skin causing a slight sore on the skin. The patient stated they were unsure if they had pulled a wire loose when adjusting the belt. On (B)(6) 2019 the patient stated they were now unable to empty their bladder completely, and that was not a problem previously. No further complications were reported.